Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported inaccurate cuts.

Event description:
Mps reported inaccurate cuts.

Manufacturer narrative:
Reported event: it was reported ¿rob- mps reported inaccurate cuts.¿ in a follow up communication, it was noted that the inaccurate cuts were proud with an estimated discrepancy of 3mm. The event occurred during trailing, the planar probe was not utilized, and issue was resolved by utilizing a size 6 femur instead of the original plan of size 5. Product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No. Trouble shooting notes: n/a. Work performed: checked out system and tried to duplicate an accuracy issue but none was found. Robot is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: review of the device history records associated with rob indicate that on 16 april 2018 quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n: 209999, rob shows no additional complaints related to the failure in this investigation. Conclusions: the failure was not confirmed as the case log / session files were not returned for review. In addition the field service engineer was not able to duplicate the and accuracy issues during an onsite inspection. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.